Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, confirmed that malfunction error did not reappear, and successfully started new sensor session.